Event description:
In the pre-operative area, the pt was positioned on the table for a shoulder surgery and was transported to the operating room. The pt was intubated. According to the anesthesiologist, the pt was placed on the transporter in a slightly head-down position. The shoulder plate unhooked and released from the tabletop, and the pt fell headlong to the ground. A CT was performed: no injury or adverse effects to the pt have been detected so far. The surgery was postponed. (B)(4).